Event description:
The customer stated that there is a concern regarding the performance and reliability of results obtained using axsym digoxin iii assay method versus the digoxin ii assay. There was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is completed.